Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent laceration closure procedure on (B)(6) 2026 and suture was used. During the procedure, the patient came to the hospital at 12:25 for treatment due to skin contusion and laceration at the eyebrow arch caused by trauma. The attending doctor immediately performed debridement and suturing after examination. During the suturing process, the problem of pulling off suture needle happened , resulting in incomplete suturing. The doctor immediately replaced the suture to ensure its firmness, and then continued the operation to complete the suturing treatment. No adverse patient consequences were reported. Additional information was requested.